Manufacturer narrative:
No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma quality management system. Pharmacovigilance comment: the serious events of granuloma skin and encapsulation of the buttocks were considered expected and possibly related to the macrolane treatment of the buttocks, and unrelated to restylane lidocaine treatment of the face. Serious criteria included the need for medical intervention to prevent permanent damage, including multiple oral and injectable corticosteroids, antibiotic courses, echo-guided aspiration, and surgical removal of the product. The serious event of anaphylaxis and the non-serious event of face oedema were considered unexpected and unrelated to both the macrolane and restylane lidocaine treatments. Serious criteria for anaphylaxis was life-threatening status although important details such as the body systems affected, corrective treatments and allergy test results were not provided. The reported alternative etiology for the anaphylactic reaction was hypersensitivity to hyaluronidase. The non-serious events of oedema, pain, erythema and inflammation at the implant site of the buttocks and pyrexia were considered expected and possibly related to the macrolane treatment, and unrelated to the restylane lidocaine treatment. The non-serious facial events of granuloma skin and inflammatory reaction, which resolved, were considered expected and possibly related to the restylane lidocaine treatment, and unrelated to the macrolane treatment. The events in the buttocks were consistent with a delayed inflammatory reaction and possible infection, although cultures of the aspirated material were negative. None of the granulomas from either treatment location were histologically confirmed. Potential contributory factors for the events of the buttocks include the presence of preexisting implants, given the unknown aesthetic treatment history, post-procedural trauma associated with the treatment and corrective procedures, and inability to effectively remove the implants due to hyaluronidase allergy. The case meets the criteria for expedited reporting to the regulatory authorities. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 27-feb-2018 from a physician referring to a 44 year-old female patient. This narrative is also based on a follow-up report received on 29-jun-2018 and 04-jul-2018. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. Approximately three years before the follow-up report (04-jul-2018), in 2015, the patient received the following treatments: left buttock (80ml applied): 2 sticks of macrolane vrf20, 10ml (lot no. 12812-1, exp. Date 31-jul-2015), 1 stick of macrolane vrf30, 20ml (lot no. 12801-1, exp. Date 31-jul-2015) and 4 sticks of macrolane vrf20, 10ml (lot no. 12951-1, exp. Date 30-sep-2015). Right buttock (80ml applied): 3 sticks of macrolane vrf20, 10ml (lot no. 12951-1, exp. Date 30-sep-2015) and 5 sticks of macrolane vrf20, 10ml (lot no. 12812-1, exp. Date 31-jul-2015). The injection technique and needle type were both unknown. In (B)(6) 2017, the patient received the following treatments subcutaneously to the buttocks using provided cannulas (unknown injection technique): left buttock (150 ml applied): 15 sticks of macrolane vrf30, 10ml (lot no. 14494-1, exp. Date 30-sep-2017). Right buttock (150 ml applied): 7 sticks of macrolane vrf30, 10ml (lot no. 14494-1, exp. Date 30-sep-2017) and 8 sticks of macrolane vrf20, 10ml (lot no. 14493-1, exp. Date 30-sep-2017). In (B)(6) 2017, the patient received treatment with restylane lidocaine to face (unknown lot number, amount, needle type and injection technique). On an unknown date in (B)(6) 2017, the patient experienced a granulomas/nodules(granuloma skin) on her face. No histological confirmation of the granuloma had been performed. The reporting physician said that she considered the granulomas as red lump with inflammatory signs(implant site inflammation). The patient was given corrective treatment with hyaluronidase [hyaluronidase] in (B)(6) 2017 and experienced an anaphylactic reaction(anaphylactic reaction). It was assumed that the patient was allergic to the hyaluronidase. The patient underwent an allergy test for hyaluronidase (unclear what the result was). The events resolved on unknown dates. In (B)(6) 2017, around nine months after the last macrolane treatment, the patient experienced granulomas/nodules(granuloma skin), oedema(implant site oedema) and inflammatory signs(implant site inflammation) at buttocks. The patient also experienced fever(pyrexia). The physician reported that the events induced a temporary incapacity (unspecified). The physician assessed the causality for the adverse events of oedema, fever, granuloma and inflammation as possibly related to the treatment. On unknown dates, the patient received corrective treatments with antibiotics, penicillin [benzylpenicillin] and ciprofloxacin [ciprofloxacin], and corticoids [corticosteroids]. The physician informed that the patient had done several corticotherapy cycles, an average of five days once a month since the symptoms' onset, on the exacerbation periods. In (B)(6) 2018 and (B)(6) 2018, the patient had also used injectable rosilan 30 mg [deflazacort] in two occasions and diprofos retard [betamethasone]. On (B)(6) 2018, part of the product was removed by another physician (unknown treatment/procedure) who sent it for culture, which presented negative results. On (B)(6) 2018, the physician had also prescribed clavamox dt [clavulanate potassium/amoxicillin sodium]. On (B)(6) 2018, at the hospital an eco guided puncture was performed, and the product was extremely difficult to remove due to the fact that it was encapsulated(encapsulation reaction) and it was not possible to aspirate with cannulas smaller than 4mm. The product was spread and encapsulated. About 20 ml of the product was removed, mainly at the right buttock. Follow-up information was received on 26-jul-2018 from the reporting physician. During this follow-up, the reporting physician provided more detailed specifics and information regarding the case. The physician informed that the adverse events of granulomas, oedema and inflammatory signs were mentioned to the reporting physician in (B)(6) 2018, but the patient had experienced them in (B)(6) 2017. It was reported that the symptoms were coinciding on the buttocks. Furthermore, on the exacerbation periods, the patient mentions incapacity when being seated and doing the necessary travels to her workplace. On 02-feb-2019, follow-up information was received from the reporting physician during a congress. The reporting physician mentioned that the patient remained with the reported adverse events (not recovered). On 15-may-2019, follow-up information was received. It was reported that since follow-up 4 (received from the reporting physician via email on 26-jul-2018), several follow-up attempts with the doctor were made both by email and orally, in order to update patient's outcome as well as to collect missing information on the case (namely, all details on the corrective treatment performed) and photos of patient's affected areas. Nevertheless, the reporting physician has not replied to these emails providing the requested information. On 15-may-2019, the physician contacted galderma stating that the patient has been having inflammatory reactions for 4 years and that on (B)(6) 2019, she went again to the operating room in order to remove macrolane nodules. The patient contacted the physician on (B)(6) 2019 because she has an inflammation. On 31-may-2019, the reporting physician sent an email to galderma. In this email, the physician strengthens the need for clinical help/medical support from galderma international medical department to help her solve this situation. In what concerns vigilance information on the case and update on patient's outcome, the physician strengthens that, as explained on may 15th conversation, she can't remove the product, that the patient is still suffering consequences of the treatment and that the patient went to the operating room again (3rd time) to try to remove more product, but without success. Additionally, the physician states every day she get calls from the patient who reports that she feels miserable with pain and work restrictions. The patient can no longer take steroids to relieve the acute phases as she started to develop side effects. According to the global medical affairs department feedback, received by email on 03-jun-2019, they will reach out the reporting physician, in order to see if the doctor requests medical information. On 07-jun-2019, the company medical information representative was in a call with the reporting physician. The course of the events were discussed as reported above. The reporting physician also reported that she used one brand of hyaluronidase, which was the only available one in portugal. She also mentioned that the patient had recently been to the ER again (date was not specified). The patient had been treated with corticosteroids for 3 days each month and there was a good clinical outcome for the month in previous months. However, at the time of this report, the patient was not reacting well to the steroids. Additionally, the physician mentioned for the first time that the patient did receive other injectables between the last macrolane treatment and the granulomas. The patient had been treated with restylane lidocaine to face. On 10-jun-2019, the company medical information representative (another one) was in a call with the reporting physician. The reporting physician had reported that the granuloma that was treated with hyaluronidase resulting in an anaphylactic reaction, was not from the macrolane treatment but from the restylane lidocaine treatment in the face, which occurred in (B)(6) 2017. The event was not reported as the event resolved. Later in november the patient started to experience problem in the buttocks but reported them to the physician in (B)(6) 2018. No histological confirmation of granulomas has been done (not specified if it concerns the ones in the face or in the buttocks). The reporting physician was in the representative's opinion reluctant to send any reports from the 3 surgical attempts made to remove macrolane but agreed to write a summary. On 13-jun-2019, follow-up information was sent from the reporting physician to the global medical affairs department via email. The reporting physician stated the following: in (B)(6) 2017, the physician injected 300ml (150ml each side) a mix of vrf 30/20 on the subcutaneous layer of the gluteus. In 2014 she had done the same procedure (80ml each side) with vrf20, without any adverse reactions. By the end of 2017, the patient mentioned bumps on the face where restylane had been applied. By that time, she complained of bumps in the gluteal area that were red(implant site erythema) and painful(implant site pain). To treat the facial nodules hyaluronidase was injected on the face. At the time of injection, the patient developed a sudden, severe edema of the face(face oedema) that was considered an anaphylactic reaction to hyaluronidase. Since then, the patient did several treatments with antibiotics, antifungic, steroids and anti inflammatories. There were periods the patient was well, without symptoms and other periods of inflammation. They could not figure out what triggered the inflammatory reaction. By the (B)(6) 2018, the patient did, at another clinic, in the operating room, under sedation, a procedure to try to remove the product through cannula aspiration and antibiotic. There was some improvement during two months, but after that period, the complaints started again. In (B)(6), the reporting physician took her to the operating room again and under sedation, with the help of a radiologist, they did an ultrasound guided aspiration. It was extremely hard to remove the product, they tried to address the areas of more concentration of macrolane. The product removed looked as if it had just been introduced. Bacterial analysis came back negative. A new cycle of antibiotic therapy was prescribed. The patient was without symptoms for one month. Considering it was impossible to remove the product, the patient did sensibilization to hyaluronidase with an allergologist. In (B)(6), the reporting physician started to treat the patient with hyaluronidase and it helped to dissolve the product, but without clinical improvement. In (B)(6) this year (2019), she went to the or again, at another clinic, for the third time, and under sedation, they tried to remove some more product, but little product was removed. The size of the particles was much smaller now, but the clinical symptoms persist. Inflammatory nodules, with pain, that come and go, causing severe impairment. Also, they had to stop steroids (which were the only treatment that relieved the patient) as she started to develop side effects of the medication. At this point, the reporting physician had no more treatment options to offer the patient. She was doing ultrasound guided injections of hyaluronidase at a radiologist facility once a week. The symptoms continued. Outcome at the time of the report: granulomas/nodules was not recovered/not resolved. Encapsulated was not recovered/not resolved. Inflammatory signs was not recovered/not resolved. Oedema was not recovered/not resolved. Fever was unknown. Anaphylactic reaction was recovered/resolved. Edema of the face was recovered/resolved. Red was not recovered/not resolved. Painful was not recovered/not resolved. Tracking list: version 0. Initial. Version 1. Follow-up report received on 04-jul-2018. Information added to the report include treatment dates, used volumes, lot numbers, date of onset, patient's age and initials. Updated the as reported term from reaction to reaction/symptoms. Version 2. Follow-up report received on 09-jul-2018. Information added to the report include five adverse events, subcutaneous injection, cannulas used were provided by galderma and corrective treatments. The event of reaction/symptoms was deleted from the report. The event of anaphylactic reaction was considered serious (life threatening), unexpected and unrelated to the macrolane treatment which makes the case not reportable. Version 3. Follow-up report received on 26-jul-2018 and reporter information received on 27-jul-2018. Updated coding according to coding convention by adding implant site to oedema and inflammation, and injection site to granuloma since the location of the events were provided. The three events onset were updated to (B)(6) 2017. Information added to the report include lab test (culture), reporter details and additional corrective treatments including aspiration/eco guided puncture to remove the product. Deleted corrective treatment of antibiotics and added penicillin and ciprofloxacin instead. The patient mentions incapacity when being seated and doing the necessary travels to her workplace. Case was upgraded to serious, possibly related and reportable to the competent authority. Version 4. Several follow-up attempts have been performed but no additional follow-up information could be obtained from the reporting physician. A new version of the case has been opened to generate a final mir. Version 5. Fu received on 02-feb-2019: patient was still not recovered according to the reporting physician. Several follow-up attempts have been performed with the reporting physician but no information has not yet been received. A new version was opened to generate a new final mir. Version 6. Fu received on 15-may-2019: several fu-attempts were performed with the physician without any response. Recently, the patient again removed nodules and contacted the physician due to an ongoing inflammation. Version 7. Fu received on 31-may-2019: additional information about the patient's current status was provided. A third attempt to remove the product had been performed. Version 8. Fu received on 03-jun-2019: additional information regarding the case was received during phone calls between the reporting physician and the company medical information team. Apparently, the patient had another treatment with restylane lidocaine in the face, one month prior to the events that occurred in the buttocks, and experienced events of inflamed granulomas, and anaphylactic reaction due to the given corrective treatment with hyaluronidase. The events were not reported as they resolved before the events in the buttocks started. Version 9. Fu received on 13-jun-2019 from the reporting physician and sent to global medical affairs department: the events of pain and erythema at the buttocks and face oedema were added. More information about the medical and surgical interventions that were performed. Global medical affairs department reported this follow-up to our affiliate and pv department on 17-jul-2019.